Event description:
A medtronic representative reported the site's open spine clamp driver's hex screw is damaged. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
Part has not been returned.